Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken plug strap and white particles inner device. Leak test and microscopic analysis was performed which identified: device no leak and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on plug strap assessed as surgical damage. No leak was observed in the device. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "slow leak".

Event description:
Healthcare professional reported a possible slow leak on the right side. The device has been explanted and replaced.